Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy and paraesophageal hiatal hernia repair procedure, the staple line leaked where a sureform 60 reload was fired. Intraoperatively, the sureform 60 stapler instrument worked as intended; there were no reported error messages, pauses for compressions, or difficulties during the firing sequences. All staple lines were complete. A negative indocyanine green (icg) leak test was performed. The procedure was completed robotically. It was suspected a leak occurred at the gastroesophageal junction (gej), or the esophagus. The patient required reoperation and stents were placed. The patient was transferred to a different hospital for further medical intervention.

Manufacturer narrative:
The surgeon believed the staple line leak issue could have been caused by an issue with universal surgical manipulator (usm) #1 installed on the patient side cart (psc). An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse removed and replaced usm #1. In addition, the fse calibrated the left master tool manipulator (mtm) on the surgeon side console (ssc) at the site. The fse tested the system and verified that it was ready for use. Isi has not received the usm for failure analysis evaluation. A stapler log review revealed the following: a sureform 60 stapler instrument was installed on the system 7 times and fired 7 sureform 60 reloads (2 blue, followed by 5 white). On install 1, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 2-3 pauses for compression. On installs 2, 5, and 7, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 3, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 4, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with 1 pause for compression. On install 6, the first clamp was incomplete. The next clamp was successful and the firing was completed with 1 pause for compression. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.